Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013, the patient experienced a blood glucose (bg) in the range of 35m/dl to 100mg/dl. The patient reportedly was vomiting earlier in the day due to a stomach virus and reporter increased the basal rates on the pump. The patient reportedly felt better than his bg reportedly went down to 35mg/dl. It was noted that the reporter was not implicating the pump but believed the reported issue was due to her adjusting the basal rates on the pump and due to the patient being ill. It was also noted that the reporter questioned the accuracy of the meter remote due to the varied bg measurement readings. The reported meter issue was transferred to lifescan. The battery compartment was reportedly cracked. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event; the patient was ill and the reporter was making adjustments to the pump¿s basal settings without seeking assistance from the health care provider (hcp) and the pump reportedly was damaged while in use.

Manufacturer narrative:
Follow-up #2 08/04/2014. Device evaluation: the pump was reviewed under a sampling plan for an unrelated issue and was dispositioned on (B)(4) 2013 and was no longer available for product analysis evaluation. No investigation was able to be completed related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made based on the date of prior investigation from (B)(4) 2013.

Manufacturer narrative:
The previously reported investigation results were confirmed to be the results for the correct serial number device.